Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - g4(PMA/510(k), h6(investigation findings, investigation conclusions).

Manufacturer narrative:
Other contact person number: (B)(6). It was reported that during use cs300 intra aortic balloon pump (iabp) had gas loss alarm. Elise rn mentioned that they had used the help screen and the iab fill key to resolve the alarm and wanted to confirm if any further action was required. When asked, elise stated that all connections were secure and confirmed there was no blood or discoloration in the helium tubing. We reviewed the nature of this alarm and discussed possible clinical scenarios. Elise explained that the patient had recently been extubated and the alarm occurred while they were turning the patient. Emergency support team member reiterated the proper steps to resolve this alarm whenever it occurs, check the helium tubing for blood or discoloration, press the iab fill key for 2¿3 seconds, press start, and rechecked the helium tubing. Emergency support team member encouraged her to call back if the alarm occurred multiple times within an hour so that we could troubleshoot the issue together.

Event description:
User called into emergency support program line to request support with with a gas loss alarm for cs300 intra-aortic balloon pump(iabp). Elise, an rn in the ICU, called that they had used the help screen and the iab fill key to fix the alarm. Elise wanted to know if she needed to do anything else. When asked, she stated the connections were tight. Elise confirmed there was no blood or discoloration in the helium tubing. Esp personnel and user reviewed the nature of this alarm and different clinical possibilities. The patient had recently been extubated and they were turning the patient when the alarm occurred. Esp personnel reviewed the proper way to resolve this alarm any time it occurred: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. Esp personnel encouraged the user to call if the alarm go off several times in an hour so they could troubleshoot it together. There was no patient harm or injury reported.